Manufacturer narrative:
Unit had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had numbers ramping on the display. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 169 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.